Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4). Description: infinion 1x16 perc lead kit- 50cm model#: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30cm).

Event description:
A report was received that the patient had a subcutaneous injection administered at the scs midline site for unknown reason.

Manufacturer narrative:
Additional information was received that the patient had inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a subcutaneous injection administered at the scs midline site for unknown reason.